Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarm 80 (non-recoverable system error). They discussed alarm and cycled the power, resumed therapy. They explained if the alarm returns, send device to biomed. If alarm does not return it was okay to continue therapy and s/n (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarm 80 (non-recoverable system error). They discussed alarm and cycled the power, resumed therapy. They explained if the alarm returns, send device to biomed. If alarm does not return it was okay to continue therapy and s/n (B)(6).